Manufacturer narrative:
The event occurred outside of the united states.while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following pairs of results within 15 minutes: 1st meter result 53 mg/dl and 1st cgm result 165 mg/dl. 2nd meter result 44 mg/dl and 2nd cgm result 160 mg/dl